Event description:
From staff: circulating nurse stated that they were trying to hook up the laser fibers to the laser, but the hub would not allow the laser wore to screw onto the hub or be removed. Staff attempted several times with no avail. Clinical engineering and clinical education were called. Clinical engineering came and was able to unhook the laser fiber from the machine. From op report: we inserted the 200-micron holmium laser fiber, but just before we were getting ready to use it, a problem arose with the machine itself. We could not get the fiber out and required the bio-engineering people to come and remove it before we could progress. We lost about 25 to 30 minutes in just wait time until the machine could be made operational once again. Another 200 fiber was attached, and we went back in and we were able to locate the stones once again.